Event description:
Paramedics arrived at (what is believed to be) the home of a 48 y/o male pt with a history of heart disease. It was determined that the pt was in ventricular fibrillation. There was no detectable pulse and no measurable blood pressure. Family members reported that the pt had been down for 15 to 20 minutes. The pt was intubated and an IV was started. Saline, epinephrine, and atropine were administered with no effect. A 300 watt second shock was applied. The rhythm changed to asystole. A second shock was attempted, but the defibrillator failed to charge. Dextrose, and 2nd doses of epinephrine, and atropine were administered without result. The pt did not survive.